Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a repeatable fault code during a routine follow-up. The physician elected to explant the ICD.